Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When additional information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly shut down while in use on a patient. The patient was removed from the device and switched to another device.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the therapy data and device data logs could not confirm the reported complaint. Visual inspection of the device did not identify any abnormalities. Performance testing could not reproduce the reported complaint. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly shut down while in use on a patient. The patient was removed from the device and switched to another device.